Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of power disconnect could not be verified via logs or bench tests, as the battery passed all functional testing. However, it was observed in the log files that several premature switching events had occurred which involve this battery. Heartware is investigating further the premature switching of batteries. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Per instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient reported a single beep occurring. The patient isolated this to one of his batteries which resolved the issue. The battery was exchanged with out consequence to the patient. No further information was provided.

Manufacturer narrative:
After further review of additional information received sections b5, b7, g4, g7, h1, h2, h3, h6 and h10 have been updated accordingly. H3- remains implanted. B5-additional information received indicates that the patient's repeated blood cultures were negative on (B)(6)2016. The patient was discharged to a rehabilitation facility on (B)(6)2016 and later discharged home on (B)(6)2016 on oral doxycycline. The methicillin-resistant staphylococcus aureus (mrsa) bacteremia event was reported to have been resolved with sequelae on (B)(6)2016. No further information has been provided. Sepsis, driveline infection and bleeding are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported events. Other contributing factors also include the patient's pre-existing history of diabetes, his body type and nutritional status, driveline placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support, his ongoing history of recurrent polymicrobial infections, therapeutic use of anticoagulants and recent surgery. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. A search of our records revealed that there was no intended submission of any follow-up report. A 002 follow-up was previously submitted erroneously with the same report number, but should have been tied to 3007042319-2016-03227 (a technically unrelated event). A cross-correction will be made on that report series as well. There is no new information to report for 3007042319-2017-03227. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.